Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the pacing threshold and impedance had increased. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at time of explant. X-ray analysis of the complete lead did not find any conductor fractures.